Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds one day after implant. It was also reported that the rv lead exhibited diminished sensing of r-wave and was unable to capture during testing. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.